Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer¿s blood glucose (bg) level was between 200-600 mg/dl. High bg was a result of the reported issue. The customer delivered insulin via manual injections to address the high bg. Customer reverted to manual injections for insulin therapy.